Event description:
It was reported that during the procedure in the calcified/tortuous distal right coronary artery, a non-abbott guide wire was advanced but could not cross the lesion. The guide wire was removed and a .014 ht balance middleweight elite guide wire was advanced and crossed the lesion. However, after crossing the lesion, the guide wire could not advance any further and became stuck at the lesion. The physician managed to withdraw the guide wire with resistance and another unsuccessful attempt was made to advance the guide wire. Reportedly, the guide wire was difficult to torque. The guide wire was removed and was exchanged for a new balance middleweight elite guide wire which performed successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. The physician examined the tip of the first balance middleweight elite guide wire and noted a "bumpy" segment approximately 4.5 cm proximal to the tip (solder segment). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed. The failure to advance and difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.